Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during suctioning, the device's flange detached from outer cannula. The patient required recannulation.